Event description:
It was reported that customer has damage to her insulin pump; there are cracks on the screen. Customer's blood glucose was 192 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with cracked display window; cracked display window corners; cracked belt clip slot; and cracked reservoir tube lip.